Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, leaking infusion sets at the site. He smelt of insulin and saw that it was leaking so he reconnected it and self-treated with an injection. However, it still leaked so he changed his set and gave himself another manual injection. Reportedly, his blood glucose was around 300 mg/dl. He tried to change the set again, but the tubing kept coming out. Upon investigation, it was found that the tubing was detached from the tubing connector (due to missing glue) in 1 of the sets out of 3. No further information available.